Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The caller did not know the blood glucose reading. The customer's father stated that the insulin pump was also cracked at the reservoir compartment. He noted that a battery replacement resolved the keypad issue but was concerned that the buttons would not garner any response from presses earlier. He stated that the small crack had gotten worse, running from the screen, around the bottom of the device to the reservoir compartment. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit had a cracked reservoir tube lip, cracked case at the display window corner and a missing end cap sticker.